Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00017. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 7 out of 11 reports that are being submitted as initial individual mdrs. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptic, and that the lens was received cut in half (only one half received), which is consistent with a lens that was handled. The lens was cleaned, and no haptic damage was observed. Based on the return condition of the lens and because the lens was returned outside/without a cartridge tip, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a broken haptic and was stuck in cartridge. Issue was observed when inserting the iol into the patient's eye. There was patient contact; however, there was no incision enlargement, no vitrectomy and no sutures performed. No other information was provided.